Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/03/2010, 11/05/2010, 11/09/2010, and 11/23/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of having had a lasik procedure performed 15 years prior to the iol implant procedure. Additional information has been requested.